Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 21 mg/dl. It was unknown that how the customer treated for their low blood glucose. The customer alleges insulin pump was over delivering due to on going low blood glucose. Customer current blood glucose was 134 mg/dl. Customer was not using auto mode feature active at the time of event. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).